Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels and repeated no delivery alarms. The customer's blood glucose level was 528 mg/dl. The customer treated with a syringe. The customer completed troubleshooting and verified that insulin exited with manual prime. The customer was informed that the insulin pump was working as designed, and that the alarms were caused by a set and/or reservoir occlusion. Nothing was replaced or returned for analysis.